Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asftf049 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "attempted to accessed patient's ivad. Unable to access/obtain blood work. Writer unable to pull needle back into safety. Once needle removed from skin, noted to be bent at a 30/45 degree angle."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a bent infusion set needle was confirmed and the cause was determined to be use related. The product returned for evaluation was a one 22ga x 0.75" safestep. The returned product sample was evaluated and the needle was observed to be bent just distal of the needle housing the following observations were noted during the sample evaluation: usage residue was seen on the sample which proved that the product had experienced at least some use. The needle tip was barbed suggesting contact between the needle and port base. Force applied at an angle to the needle axis, or if the needle is not inserted perpendicular into the port septum, can lead to bending of the needle shaft. It is advised to verify that the needle length is correct based on port reservoir depth, tissue thickness and the thickness of any dressing beneath the bend of the needle; if too long, needle and/or port may be damaged at insertion. Additionally, avoid excessive manipulation once the needle is in the port. No potential damage related to the manufacturing process was noted on the complaint sample. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported "attempted to accessed patient's ivad. Unable to access/obtain blood work. Writer unable to pull needle back into safety. Once needle removed from skin, noted to be bent at a 30/45 degree angle."